Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, crease fold. Cloudy was observed after autoclave disinfection process. No openings observed in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and flipping.

Event description:
Healthcare professional reported unknown side rupture. Patient reported "the left implant has flipped and a mammogram indicates it is over the muscle when it was initially placed under the muscle." Device remains implanted. This record relates to the left side.